Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of angle wire, bending angle in the "up" direction did not meet the standard value and the play of the "up/down" knob were out of standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to clogging of nozzle, water removal ability did not meet standard value, the light guide bundle was slipping down, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the connecting tube had a scratch, switch (#1) had a scratch, the universal cord had a wrinkle, and paint on the suction cylinder was peeling. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer was not sure what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with gauze. The customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had reduced angulation and angulation control knob was too loose/light. There were no reports of patient harm.the device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter found clogging the nozzle.